Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow keypad buttons were intermittently unresponsive for over a week. The patient reported that today the up and down arrow keypad buttons were not responding. The patient confirmed that the keypad was intact. The patient reportedly wore the pump under a garment against the body and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/29/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: the keypad was fully intact without peeling or visible damage. The up arrow and down arrow keypad buttons had intermittent response when pressed and required excessive force to evoke a response. All other keypad buttons responded appropriately when pressed and had normal spring back or click. The keypad was removed to investigate and revealed contamination under the key contacts. No hypersensitive or inverted contacts were observed. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.